Event description:
Ams received information about a patient who was implanted with an elevate posterior graft who experienced pain after implantation at the site of the anchor in sacrospinous ligament. Patient was treated with lidocain plus cortisone, could only transiently relieve pain. The elevate including the anchor were explanted, and implanted another mesh combined with a sacrocolpopexy.